Manufacturer narrative:
'Inappropriate user programming' the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced heart failure due to right ventricular pacing from their pacemaker. There were no allegations of malfunction on the device. The heart failure was a result of the device's programmed settings. The device was explanted and replaced. Patient was stable.